Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.2-9.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 11.8-13.0cm from the distal tip. The etfe coating was intact at these locations. Reliability laboratory technician. (B)(4).

Event description:
This report is to advise of an event observed during analysis.